Event description:
Olympus was informed that during an onsite visit, the user facility staff was not using the recommended cleaning brush when reprocessing the colonovideoscope. No patient infections or injuries reported.

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus field service engineer (fse) had been dispatched on-site to assess the reprocessing practices at the user facility. Based on the observation summary report from the fse, there were some reprocessing deviations observed during the endoscopic ultrasound (eus) reprocessing during the in-service on-site visit, and they are as follows: the customer was not using the olympus recommended cleaning brush maj-1534 while cleaning the scope.the fse provided a reprocessing in-service at the customer facility. The fse also provided the user facility staff reprocessing training materials for their reference and recommended they purchase the olympus cleaning brush described in the user guide. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added on fields: g1 (establishment name), h3 and h6. Correction on fields: b5, d1, d2, d3, d4 (model, serial number and UDI updated) d9 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the maj-1534 was not used during the cleaning of the scope, which may have resulted from deviating from the instruction manual. The event can be detected/prevented by following the instructions for use (IFU): chapter 7 cleaning, disinfection, and sterilization procedures. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not using the recommended cleaning brush when reprocessing the gastrovideoscope. No patient infections or injuries reported.